Event description:
The customer reported that the side-firing fiber was noticed to have "excessive fiberlife activity at 150,000 joules". The procedure was completed with a turp. Pt outcome: "no damages to the pt".